Manufacturer narrative:
H.6. Investigation: in the photographs sent by the client, it is possible to see an accumulation of black particles within the fluid path, however, as it is a photograph, it is not possible to determine if these particles found could become detached. The characteristic of embedded particles in the molded components requires a physical sample for a robust analysis. It is not possible to identify the foreign matter since a physical sample is required to perform a test on the molded component and rule out if the particles are loose or embedded within the component. Since there are no physical samples, it is not possible to determine the type of material that generates these particles as well as to be able to determine in which part of the process it could get to generate the reported defect, therefore is is not possible to generate an action plan. Furthermore, during the documentary review, no quality events records were found during the batch manufacture, the batch were inspected and later released in accordance with the valid work instruction. Complaint history check was performed. This is the 2nd related complaint for foreign matter on the provided lot number 0098676.

Event description:
It was reported that syringe 5ml 21ga 1-1/2in bil had foreign matter. This occurred on 5 occasions. The following information was provided by the initial reporter: it was observed during the handling of the syringes, that they are stained. It seems to be the same ink from their scale printing. It was taken 5 units. There was no damage, it hasn't reached any patient. The devices have not been used, they have been removed from the facility and put in quarantine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml 21ga 1-1/2in bil had foreign matter. This occurred on 5 occasions. The following information was provided by the initial reporter: it was observed during the handling of the syringes, that they are stained. It seems to be the same ink from their scale printing. It was taken 5 units. There was no damage, it hasn't reached any patient. The devices have not been used, they have been removed from the facility and put in quarantine.